Event description:
It was reported on (B)(6) 2019 that hm alerted to out of range pacing impedances. Further investigation found impedance trending upwards earlier in 2019 before stabilizing around the 1600s. In-office follow up showed no noise and all other values in range. The lead remained actively implanted but continued to exhibit out of range impedances. Lead was capped on (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported on (B)(6) 2019 that hm alerted to out of range pacing impedances. Further investigation found impedance trending upwards earlier in 2019 before stabilizing around the 1600s. In-office follow up showed no noise and all other values in range. The lead remained actively implanted but continued to exhibit out of range impedances. Lead was capped on (B)(6) 2020. No adverse patient events were reported. Should additional information become available, this file will be updated.